Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction bolus via the pump.